Event description:
It was reported that, "pt came in complaining of sore hip. Dr (B)(6) determined pt had worn thru poly insert in primary zimmer cup. Dr (B)(6) removed head cup and liner and replaced them."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hosp and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.